Event description:
Related to MFR report number 2183959-2012-00601. Related to MFR report number 2183959-2012-00602. It was reported the patient was implanted with an apogee graft system on (B)(6) 2006 to treat her pelvic organ prolapse. The patient experienced pain, mesh erosion, chronic infection, bleeding, dyspareunia, disability, impairment, and permanent injury. The patient underwent surgery to excise the mesh on (B)(6) 2007, (B)(6) 2008 and (B)(6) 2011.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.